Manufacturer narrative:
Complaint not confirmed. Visual evaluation revealed no abnormalities on the device. Device is within specification.

Event description:
It was reported that the patient underwent a tsa procedure on (B)(6) 2018. 9 months post-op, on (B)(6) 2019, the patient was seen by their surgeon for a follow-up visit where an x-ray was taken to determine progress. The x-ray showed that the baseplate and glenosphere were dislocated. The patient stated that no trauma had occurred. A copy of the x-ray is unable to be obtained. A revision surgery took place on (B)(6) 2019 and the following devices were all explanted: ar-9145-30 / lot: 170156313, ar-9145-36 / lot: 170139313, ar-9504m / lot: 140119609, ar-9503m-06 / lot: 160010109, ar-9120-01 / lot: 170145515, and ar-9165-20 / lot: 150008108. The surgeon switched to an rtsa and implanted the following: ar-9502-39arca / lot: 261519 and ar-9550-19rca / lot: 10031668. Additional information provided 3/29/2019: the ar-9145-30 screw broke upon removal of hardware. Tip was retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a tsa procedure on (B)(6) 2018. 9 months post-op, on (B)(6)2019, the patient was seen by their surgeon for a follow-up visit where an x-ray was taken to determine progress. The x-ray showed that the baseplate and glenosphere were dislocated. The patient stated that no trauma had occurred. A copy of the x-ray is unable to be obtained. A revision surgery took place on (B)(6) 2019 and the following devices were all explanted: ar-9145-30 / lot: 170156313, ar-9145-36 / lot: 170139313, ar-9504m / lot: 140119609, ar-9503m-06 / lot: 160010109, ar-9120-01 / lot: 170145515, and ar-9165-20 / lot: 150008108. The surgeon switched to an rtsa and implanted the following: ar-9502-39arca / lot: 261519 and ar-9550-19rca / lot: 10031668.